Event description:
Same case as MDR ID 2134265-2015-02908. It was reported that the burr became stuck on rotawire. A 1.25mm rotalink¿ plus and a 330cm rotawire¿ were used and advanced to treat the target lesion. During the procedure, abnormal sound was heard upon ablation. When the rotaburr was removed from the patient, it was noted that the rotawire got stuck with the wire lumen of the burr. The burr and the rotawire were removed together as a unit. The procedure was completed with another of the same 1.25mm rotalink¿ plus and a 330cm rotawire¿. No patient complications were reported and the patient status was good.

Manufacturer narrative:
(B)(4).